Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the gold probe had a hard time injecting. They pulled it out to wipe and the distal gold tip detached from the catheter exposing the wires. The procedure was completed with another gold probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).